Event description:
Customer reported a power source alert while using both the tandem charging cable and wall adapter, which failed to resolve even after switching to a different wall adapter and cable. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by arranging for a replacement pump and providing instructions for returning the faulty pump, ensuring the customer would use multiple daily injections as a backup therapy.